Event description:
It was reported that while coming out of the injector, the haptic appeared bent, requiring the implanting surgeon to remove and replace the intraocular lens within the same procedure. In addition it was reported that the incision was required to be enlarged. No adverse event, surgical intervention or patient injury was reported with this event.

Event description:
In addition, it was reported that the incision was required to be enlarged. No patient injury was reported with this event.

Manufacturer narrative:
Pt gender: unknown. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluated by MFR: not returned to manufacturer. From MDR follow up #1: device available for evaluation: yes. Returned to manufacturer on: 05/22/2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturing site for investigation. The returned sample was inspected at 10x microscope magnification. There were stains of ovd (ophthalmic viscosurgical device) in the lens optic. Some debris and particles were observed adhered to the lens. One (1) of the haptics was attached to the optic zone of the lens. The lens was cut. The returned lens sample did not meet visual inspection specifications. Since the lens was loaded into the injector, the investigation could not discard the possibility that the failure was caused at some point during iol handling and/or loading. There was no indication that the findings of the returned lens were manufacturing related. The findings suggest that the lens was used and removed from a patient eye and results code operational was chosen. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.